Event description:
The facility's director of materials informed the MFR's (MFR.) Representative of the following: the catheter was leaking - unable to use for medications as a result, the device was removed. The device was implanted at another facility and the implant date and lot number is unknown. No further details were provided.